Event description:
During the inspection, it was found that the fixation pin was broken. According to the sr, during surgery aiming block system was not used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.